Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted a broken cable on the vessel sealer instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one drive cable was found to be broken at the snake wrist. The broken strands stuck out of the wrist. As a result of the breakage, the instrument's motion was not intuitive. There was no damage observed on the outer surface of snake wrist discs. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.